Event description:
Four minutes into freezing, frost appeared on needle shaft. Skin looked ok after procedure. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.